Manufacturer narrative:
A ge service representative performed an on site investigation. The issue could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was displaying a communication error and had a loss of data. There was no patient injury or death reported.